Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose was 500 mg/dl. The caller stated that the customer was in the hospital and there they were able to bring the customer's blood glucose down. The caller stated that the customer had been going in and out of the hospital. The last hospitalization was on (B)(6) 2016. The customer passed away on (B)(6) 2016. There were several causes to the customer's death; the death certificate is not yet available. The customer had congestive fiber pulmonary edema, heart disease, lungs disease, and diabetes. The customer was not wearing the insulin pump at the time of death. It had been disconnected on (B)(6) 2016 due to the customer being unable to manage the blood glucose; the insulin pump was working fine. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was returned with depleted energizer alkaline battery. Pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. No cosmetic damage noted on pump assy. Data analysis: pump history download shows that between the dates of (B)(6) 2016 the insulin pump had the following: daily total 0.0u to 30.15u; bolus total was 0.0u to 22.0u a day; basal total was 0.0u to 8.65u a day.